Manufacturer narrative:
It was reported that "both threads came out of the wheels and cannot be put back together and the rear wheels have also broken off and there are two parts that fell from the rim". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Customer stated "both threads came out of the wheels and cannot be put back together and the rear wheels have also broken off and there are two parts that fell from the rim".